Event description:
It was reported that the ventricular lead had several sudden impedance spikes, one of them causing the patient alert to sound. Also, the egm showed cross talk and noise on the ventricular channel during atrial pacing. The caller asked about lead fracture. There were no patient complications reported as a result of this event. It was further reported that the the lead was capped.

Event description:
It was reported that the ventricular lead had several sudden impedance spikes, one of them causing the patient alert to sound. Also, the egm showed cross talk and noise on the ventricular channel during atrial pacing. The caller asked about lead fracture. The lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the ventricular lead had several sudden impedance spikes, one of them causing the patient alert to sound. Also, the egm showed cross talk and noise on the ventricular channel during atrial pacing. The caller asked about lead fracture. There were no patient complications reported as a result of this event. It was further reported that the lead was capped.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The rv channel 4968 shows baseline = 673ohms max until week ending (B)(6) 2010. W/e (B)(6) max = 1048 ohms. Daily impedance between (B)(6) 2010 vary between 624 ohms and 1952 ohms. Rv channel shows 13 sics (short interval count) in past .7 days, average of 18.8/day. Two nsts (non-sustained tachycardia) on file, on in (B)(6) 2008 and another in (B)(6) 2009. No other non-physiological nsts on file.